Event description:
A customer reported to beckman coulter inc., (bci) with problems to the access 2 carousel becoming misaligned, wrong samples were likely analyzed and reported as the wrong patient. Due to multiple jam errors documented in the event log, several samples were determined to likely be misidentified. Among the assays possibly misidentified are some of the pivotal assays: troponin (accu tni), and tbhcg. It is unknown if patient treatment was affected in connection to this event.

Manufacturer narrative:
A misaligned carousel can cause the instrument to place a sample in the wrong position. A field service engineer (fse) was dispatched and hardware was replaced. Since the hardware replacement, there have been no more occurrences (as of 2/10/09), and bci is closely monitoring the site. (B)(4).